Event description:
It was reported that the customer's insulin pump had damage to the display screen. No additional information was provided.

Manufacturer narrative:
Pump was received with black shadow on the display due to warped/uneven lcd board.